Manufacturer narrative:
The lens was returned for evaluation. It appear that the lens was cut to remove from the eye and only partial lens was returned. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Event description:
It was reported that approximatively 15 years after implantation of an intraocular lens(iol), the lens was exchanged with a different model iol. According to the surgeon, the lens was out of position due to a dislocated retina. Additional information was requested, but not received.